Manufacturer narrative:
The electrodes were returned for evaluation and the customer's report was not replicated or confirmed a thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Based on the results, it was concluded there were no discrepancies with this sample electrodes. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the pediatric pads were recognized as adult pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.